Event description:
Subsequent information indicates that this product was returned for laboratory analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had detected an out of range impedance measurement, which declared a red alert. It was determined that the red alert settings were set at greater than 80 ohms for shock impedance measurements. It was confirmed at that time that there were no high out of range impedance measurements. Additional information indicates that this lead later exhibited an out of range pacing lead impedance measurements greater than 2,000 ohms. It was alleged that the lead had fractured. The product was extracted and replaced with a competitor's product.

Manufacturer narrative:
Laboratory analysis revealed that this product was returned severed and two segments were returned, a terminal end segment and a tip segment. All filars ends appeared cut. The rs- conductor coil was extremely stretched near the tip due to the extracting stylet. A segment of the lead and/or insulation appeared to be missing from the midbody section of the lead. There were set screw marks on all terminals. The proximal end of the distal spring electrode was separated from the lead body insulation and medical adhesive was noted. There was tissue noted entwined in the distal spring electrode and there was calcification noted on the lead insulation in a few places. There were cuts noted in the lead insulation, they appeared to be surface cuts only. The returned segments underwent electrical testing and were found to be continuous. The clinical observation was unable to be confirmed during laboratory testing, note that the entire lead was not returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.